Event description:
Report received of an adverse pt event while the pump was in use due to an operator error. The pump was programmed to deliver an unspecified concentration of demerol with unspecified concentration of demerol with unspecified pump settings. It was reported that after the nurse changed the medication syringe on the pump, the device gave an audible check syringe alarm. The nurse tried to correct the alarm situation by manipulating the syringe in the pump. It is reported that she did not close the slide clamp on the tubing set during this procedure, and the pt inadvertently received an unspecified amount of demerol. The pt went into respiratory arrest and coded. The pt was given an unspecified amount of narcan and responded with spontaneous respirations. The pt was discharged three days later with no adverse sequelae. Though requested, no additional info was received.